Manufacturer narrative:
Unit passed displacement test and active current measurement. Unit received power supply test failed during self-test during self test, failed sleep current measurement, received unexpected battery power loss and low battery alert less than 1 week, problem isolated to internal lithium battery. Pump received power error detected alarm due to j6 connector resistance issue. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the batteries of insulin pump were empty after one hour. Customer stated that battery cap and battery compartment were normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.